Event description:
The hospital reported that during preparation, the user tried to remove the mandrel from the catheter, but the mandrel came out of the catheter with the device in question. There were no complications for the procedure (stent assisted coiling) and the patient condition was satisfactory and good. The procedure was completed with another device of the same type.

Manufacturer narrative:
To date, the device in question has not been returned to boston scientific for evaluation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device in question is retruned for evaluation or further significan information is found, a supplemental report will follow.